Event description:
Customer reporting 1 discordant sars result on an asymptomatic patient. Customer communicated the quidel lyra result was negative for sars but was positive on other manufacturers rapid molecular method. Customer also communicated they felt the negative result was correct as the sample was negative on the cdc assay.

Manufacturer narrative:
Investigation summary: the data provided was reviewed and the controls indicated normal lyra assay performance. The discrepant sample results was resolved by the customer using the cdc assay to show consensus with the lyra assay. Root cause: no issue found. Source: phone.